Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 572 mg/dl. The insulin pump was not working currently it has a dot at the top. Customer also reported failed battery test alarm. Customer received the alarm on the insulin pump yesterday so he disconnected the pump. Customer did not receive failed battery test alarm. Customer advised to will monitor the insulin pump. The insulin pump will not be returned for analysis.